Manufacturer narrative:
Date of event: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd¿ blunt fill needle broke at the needle hub during aspiration. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
It was performed the DHR, maintenance record analysis, quality notification analysis and no deviation was found for this batch. Picture and sample was sent by the customer and was possible performing an investigation and determine the probable root cause for the defect. The manufacturing process are validated with defined acceptance criteria. From this information it is possible confirm the complaint. Picture and sample related to the occurrence were received. The analysis of both confirms the failure. The probable root cause for this failure mode occurred due to a defect of the hub at the injection point. Probable some stress of molding process one micro crack in the hub expanded to fracture during handling of customer.

Event description:
It was reported that a bd blunt fill needle broke at the needle hub during aspiration. There was no report of exposure, serious injury or medical intervention.